Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "perforation of seamguard was in the staple line, causing difficulty removing specimen. Staples opened on specimen side as a result. Same issue with perforation of seamguard in staple line on patient side. Staples did not fortunately open on this side". Additional information states that procedure was completed with the stapler. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "perforation of seamguard was in the staple line, causing difficulty removing specimen. Staples opened on specimen side as a result. Same issue with perforation of seamguard in staple line on patient side. Staples did not fortunately open on this side". Additional information states that procedure was completed with the stapler. The patient's current condition is reported as "fine".